Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that package contamination had occurred. An opticross imaging catheter was selected for use. During preparation, it was noted that on opening the package, the box inner pouch/tray was already open and that the outer box was intact. It was confirmed that the inner pouch was not sealed and the sterility of the device was compromised. The procedure was completed with a different device. No patient complications were reported.